Manufacturer narrative:
Our field engineer went to the site and found that the rotation switch was faulty, it at times jammed and this caused the c-arm to continue to rotate. She replaced the rotation switch and the unit is working as intended.

Event description:
It was reported to us gantry wasn't working, when our field engineer went to the site and she was told the operator rotated the c-arm with the switch behind the detector and when she released the switch the c-arm continued to rotate and hit her on the shoulder. She said she was ok.